Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported around (B)(6) 2013 they had a revision done due to ins coming out of the pocket and started to push out from their skin.